Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump screen was unreadable. Customer blood glucose was 326 mg/dl. Troubleshoot was performed. Customer states the screen was scratched. Customer states the insulin pump was functioning as designed. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had severely scratched lcd window, cracked case at display window corners, broken belt clip slot, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.